Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located behind the display after swimming while wearing the pump, that the screen was spontaneously advancing, and that the issue resulted in over delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings:  the keypad was found to be fully intact; no peeling or damage was observed. During investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration. The original complaint of a keypad response issue was unable to be investigated due to the blank display issue. Moisture was observed behind the display lens. A leak test was performed and a leak was identified in the display. The pump cover was removed and moisture ingress was found on the printed circuit board and throughout the internal components.